Manufacturer narrative:
H4: the lot was manufactured from july 04, 2019 - july 05, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which observed a small tear at the lower right-side edge of the bag. Functional testing was performed which revealed a leak from the lower right-side of the sample. Additional magnified inspection verified a tear in the lower right-side edge of the bag where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective; further described as a leak coming from an unknown location. This was identified during preparation, prior to patient use. There was no patient involvement. No additional information is available.